Event description:
It was reported that during an episode of ventricular fibrillation (vf) at 06:04 am on (B)(6) 2013, the implanted ICD system failed to deliver appropriate defibrillation therapy. Reportedly, the system detected the vf, but shock therapy was not delivered due to low right ventricular (rv) lead impedance (<200 ohm) and low shock impedance. The patient received cardiopulmonary resuscitation, and was then defibrillated at 06:31 am. The ICD system is scheduled to be replaced (ICD was explanted also because it was near elective replacement indicator). The associated sorin isoline 2cr lead s/n (B)(4) was reported under MDR #1000165971-2013-00119.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.